Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data showed an unexplained power on reset event on (B)(4) 2017. A battery cap was not returned with the pump for investigation; a test battery cap was able to fit securely and used to complete the investigation. On investigation, the pump powered on normally. Investigation did not duplicate the alleged ¿no power¿ issue. The pump successfully completed ez-prime steps and was exercised for 24 hours without any interruption of power. Unrelated to the original complaint, the display was noted to be dim and discolored and the audio bolus button was inoperable due to the button cover and underlying button slug being missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.